Event description:
A malfunction alarm was reported, and there was no indication of any notable events occurring before it. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information to the customer, assisted with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to report if the malfunction reappears, which the customer acknowledged and understood.